Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that by a nurse that the customer went to health care professional because customer was experiencing low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was driving on the highway at the time of the incidents. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller also reported sensor calibrations issues. Troubleshooting was not completed as the customer was not available. The insulin pump will not be returned for analysis.